Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a mesh breakage occurred. The patient reportedly felt uncomfortable, and went to the hospital when the mesh was discovered as broken. Revision surgery has not yet been scheduled. The patient status was reported as stable. Concomitant device reported: unk - screws: matrixneuro (part # unknown, lot # unknown, quantity # 1). This report is for one (1) ti matrixneuro contour mesh 200mm x 200mm/0.6mm rigid this is report 1 of 1 for (B)(4).